Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 2/3 of their automated peritoneal dialysis therapy in 2004. During a follow-up conversation with the home pt they stated that they were currently on antibiotics for peritonitis. Reportedly, the home pt presented to the clinic with cloudy effluent. The effluent cultures were taken at that time and the home pt was diagnosed with peritonitis. The pt was initially treated with fortaz 1500mg, intraperitoneally (ip), once daily for 3 days and ancef 1500mg, ip, once daily for 3 days. Three days later the pt was prescribed vancomycin 2g, ip, once weekly for 2 weeks and levaquin 250mg, orally (po), once every other day for 2 weeks. The home pt's nurse stated that there is no known origin for the peritonitis, however, there may be a possible technique issue due to the home pt's poor vision.